Manufacturer narrative:
Batch review performed on 17 july 2023. Lot: 2106553: (B)(4) items manufactured and released on 06-sep-2021. Expiration date: 2026-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant involved, batch review performed on 07 july 2023: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot: 2108180: (B)(4) items manufactured and released on 16-sep-2021. Expiration date: 2026-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 4 months after the primary, the patient came in complaining of pain due to poor patella tracking and laxity and the cause was unknown. The surgeon revised the patella and poly (10 to 11 mm) and implanted a new spherika femoral component because he believes that the new spherika femur will help with the patella tracking. The surgery was completed successfully.